Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. The patient's attorney alleges subsequent surgery; however, no details have been provided. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol flat mesh. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol marlex and an unspecified bard/davol ventralex hernia patch (device #1) . The patient had subsequent surgical intervention due to the hernia mesh device (s). The patient is making a claim for an adverse patient outcome against the ventralex hernia patch (device #1).